Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the hosp power switched to generator power, the unit did not switch to backup battery due to a backup battery malfunction. The customer reported there was no pt involvement.